Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported fiber indicator did not light up and fiber did not generate energy events as analysis identified an internal connector fracture. When connected to the laser console, there was no light passing through the connector, indicating that there was a fracture within the connector. Analysis identified the fiber tip was degraded, there were severe burn marks on the connector, and the aiming beam was very weak. The console displayed a message that read: treatments used: 0, treatments left: 10. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, it is likely that the interaction between the fractured connector and blast shield led to the burn marks observed on the fiber connector face. The instruction for use states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during preparation of a flexible ureteroscopic lithotripsy procedure, when the fiber was inserted, the fiber indicator did not light up, and the fiber did not generate energy after stepping on the pedal. The procedure was completed using another fiber without patient complications. Analysis of the returned device identified a fractured connector.